Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed by ma on 4/1/2024: the pump's event log was pulled and reviewed, which highlighted several abrupt power offs, as reported by the end user. An abrupt power off can be seen below on event line 283 by the "log_event_on" code without an "log_event_off" code before it: the event log pulled will be attached, see "sn (B)(6) the pump was then tested with the testing protocol for battery and power complaints according to document # (B)(4). The pump successfully completed a 100 ml infusion without powering off before finishing, however it was noted that the pump alarmed "upstream. Occlusion" several times during the infusion. The pump was able to successfully clear all alarms and the infusion was completed. It was also noted that the pump's serial number / qr code label is halfway ripped off and the only way to verify the pump's serial number is to turn it on. See attached image, "(B)(6) label". Functional testing confirmed the reported condition but was not duplicated during testing. Reported issue found, device not performing to specification.

Event description:
On 02/26/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.